Manufacturer narrative:
A zoll field service engineer was onsite for the evaluation. The device log was retrieved for examination, and no significant technical failures were detected. The device underwent verification tests for a duration of 2 hours across various scenarios (both with and without the attached philips manifold block), at different wall oxygen outlets within the hospital, resulting in no discrepancies being identified. Furthermore, the inlet o2 appears to function consistently when connected. Following thorough testing, the device was concluded to be operating as anticipated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It has been reported that the ventilator drew an excessive amount of gas once it was connected to the wall outlet. The device was replaced, and there was no patient involvement.